Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and file kit testing. Return testing was not completed as returns were not available. The ticket searches by lot indicate that the reagent lots perform as expected for this product. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not identify any issues associated with lot 26076be00 and the complaint issue. The overall performance of the architect hiv ag/ab combo reagent was evaluated by in-house testing of a retained reagent kit. All specifications were met, and no false non-reactive results were obtained, indicating that the sensitivity performance is acceptable. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency with the architect hiv ag/ab combo reagent lot was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 04j27 that has a similar product distributed in the us, list number 02p36. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) architect hiv ag/ab result when compared to biorad method for one patient. The sample was initially run on biorad and produced a (B)(6) result. The sample was retested on the architect as supplementary testing and the architect hiv ag/ab result was (B)(6). The sample was centrifuged and repeated on biorad and the architect and the results were (B)(6), biorad (B)(6), architect (B)(6). The sample was sent for confirmatory. No impact to patient management was reported.